Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the f/u performed on (B)(6) 2011 and the previous one, some episodes with atrial oversensing were observed, while impedance values were normal. The number of recorded episodes due to oversensing increased from one f/u to another. Additionally, during the atrial threshold test, it was noticed that the programmed duration of pacing pulses was 0.75ms, while the stored value displayed on the screen was 0.25ms. Even when the value was reprogrammed to 0.85ms, the value of 0.25 ms remained displayed on the screen.